Manufacturer narrative:
Based on the claim against the product by the customer noting multiple scope issues, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on site and reviewed the error logs which indicated to numerous 48204 errors pointing to the ec. The fse replaced the ec to correct the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ec was analyzed and found that the reported failure could not be reproduced. However, the failure analysis (fa) noted the error/fault was confirmed via error logs and system logs. (B)(4). The ec was installed with a printed circuit assembly (pca) test system to program the unit software. The fa system powered cycled 10x without error, then landed in normal mode image quality was clear and free of noise with correct coloration. Fa notes that the light engine will be replaced, and the ec will be upgraded from -16 to -20. The complaint regarding multiple scope issues was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. A log review confirmed the procedure date of (B)(6) 2022 on system sk1880. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer converted after the start of the procedure due to endoscope controller errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change. MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date: the product is not implantable. Initial reporter also sent report to FDA: it is unknown if the initial reporter submitted a report to the FDA. Protocol number and adverse event problem are not applicable.

Event description:
It was reported that after a da vinci-assisted hysterectomy benign surgical procedure, the customer contacted the technical service engineer (tse) as they were having issues with multiple scopes yesterday and today where the scope would not initialize. The customer informed tse that they tried to bring in their patient side cart (psc) but the software level did not match so they moved the procedure to the x system room in operation room (or) four. The customer is requesting that the system be checked. The customer also informed that the or with sk1880 in use. Error logs showed multiple 48204 error pointing to the endoscope controller (ec). The procedure was converted to another d vinci system with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.